Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The service engineer noted on-site the internal leakage test message "pressure transducer difference > 5 cmh2o" and replaced both pressure transducers as a precaution. Now pre-use checks passed and the ventilator was returned to the customer. No replaced parts or device logs were returned for investigation despite reminders. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. Received information indicates a problem with a pressure transducer. However, as no device logs were received and no part was returned, the problem cannot be confirmed nor any root cause identified.

Event description:
Manufacturer ref.#: (B)(4).